Manufacturer narrative:
.

Event description:
Device evaluation: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing. The complaint was not confirmed. In addition secondary and tertiary issues was observed, the test strips were found to have results below the range when tested with control solution and test strips were stuck together due to not being cut properly. On (B)(6) 2015, the reporter contacted lifescan (B)(4) alleging that the subject meter read inaccurately high compared to their feelings and/or normal readings. The reporter claimed obtaining blood glucose readings of "250, 225 and 255mg/dl" with the subject meter. This complaint was initially ruled out because there was no indication that the product malfunctioned during customer service troubleshooting and there was also no allegation of an adverse event as a result of the reported issue.